Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer's blood glucose level read "high"; a specific value was not provided, with moderate ketones that were not identified as dangerous by a healthcare professional. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy.